Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the injection port. This was found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No further information provided.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.